Event description:
The end user states that the leg is bent on the device. The end user has no further information to provide and is unable to locate the serial number to help.

Manufacturer narrative:
Follow up to be sent if additional information is received